Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported in a register report from eprd (endoprothesen register deutschland) that there were two revision surgeries performed to replace the insert implant genesis ii dished ins size 5-6 11mm. There is no additional information about the hospital, patient and surgery data. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The affected complaint devices, used in treatment, were not returned for evaluation. Therefore, a product analysis could not be performed. There is no information that would suggest the device failed to meet specifications. A review of complaint history revealed no prior complaints for the listed part. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the probable cause failures were documented appropriately. The potential probable causes for this event could include but not limited to a patient condition, user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.